Manufacturer narrative:
The complaint is being reported by zimmer biomet as cmp-(B)(4). On (B)(6) 2017, it was reported that mesh knife is deformed. On (B)(6) 2017, it was clarified that the issue occurred before surgery on (B)(6) 2017. The event was not identified immediately upon opening the device and before first use. The event did not occur during the first-ever use of the product and also not related to surgical technique or user error. The harvested graft was not usable and no additional graft required from the patient. The blade was properly placed for use and it was not inserted upside down/improperly placed. The dermacarrier was at room temperature and the device was not repaired by someone other than zimmer biomet. No medical intervention/additional surgical procedure was required and the surgical technique for the product was utilized. The UDI number of the product is not known. Review of the information determined that there was no patient harm/injury associated with the report and an alternate device was retrieved for use without delay. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on july 10, 2017 revealed that the sample graft mesh could not be performed due to a bent comb. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on january 28, 2018 which included replacement of the comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per zpo (B)(4). The reported event was confirmed since during initial inspection the comb was bent. The root cause of the mesh knife being deformed cannot be specifically determined with the provided information. The issue was resolved with the replaced comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the mesh knife is deformed. No adverse events have been reported as a result of the malfunction. Investigation results revealed that the comb was bent.